Event description:
It was reported that a small volume folfusor leaked. It is unknown at what step of the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13j010 was manufactured september 5, 2013 - september 6, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.